Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose of 530mg/dl and current blood glucose level was 195mg/dl. Customer stated they treated with manual injection and insulin pen. Customer was using insulin pump within 48 hours of the reported event and auto mode was not active. Insulin pump was under delivering insulin. No further complications were reported. The device will not be returned for analysis.